Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in the pt. Device issue: guide wire separation. It was reported that during the case the whisper guide wire was being used as a buddy wire as another co's stent wouldn't cross the lesion. As it was heavily calcified, a stent strut must have been pulled upon on the stent and as the whisper guide wire was pushed down, it went through the flared strut. As a result, when it was pulled back, it fractured and part of the guide wire came out, but the distal section of the guide wire remained in the pt trapped by the stent. There were no pt effects. No additional event or pt info is available.